Manufacturer narrative:
Initial reporter address: (B)(4). The device was not received for evaluation however; photographs were provided for evaluation. The visual inspection of the provided pictures shows that the blood header port is cracked. The reported condition was verified. The most probable cause of the condition is due to shock that occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with a prismaflex st150 set, an external fluid leak was noted. There was no patient involvement. No additional information is available.